Event description:
The hill-rom field technician reported that this bed had the ground pin missing from the ac power plug. He replaced the ac plug to repair this bed. He stated that there were no reported adverse events associated with this failure.